Manufacturer narrative:
(B)(4)

Event description:
It was reported that during implant procedure, the left ventricular lead exhibited capture anomaly. The lead was not used and replaced. No patient symptoms were reported.